Event description:
Customer reported that he had low blood glucose of 51 mg/dl. Customer stated that the insulin pump alarmed and had a frozen display. Nothing further was reported.

Manufacturer narrative:
Insulin pump received with button error alarms due to corroded keypad traces. No frozen display observed during analysis. A cracked belt clip slot, cracked reservoir tube lip, cracked case and scratched lcd window noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic